Event description:
The customer alleged they were seeing an interference with the drug dicynone (etamsylate) using the creatinine plus ver.2 (crep) reagent on their cobas 8000 c701 and cobas 6000 c501 analyzers. The customer compared their crep results against creatinine jaffe method (jaffe) results obtained on a cobas 6000 c501 analyzer. The customer provided data for 19 patients, of which 8 had discrepant results. The customer stated they reported the crep results outside the laboratory. The units of measure were not provided. The analyzer serial numbers were not provided. The creatinine jaffe reagent lot number and expiration date were not provided. The first patient's crep results from the c501 analyzer were 59 and 57. The jaffe results were 139 and 137. Four hours after administration on (B)(6) 2012, the second patient's crep results from the c501 analyzer were 59 and 61. The jaffe results were 134 and 136. At 15 minutes after administration on (B)(6) 2012, the third patient's crep results from the c501 analyzer were 36 and 35. The jaffe results were 132 and 135. On (B)(6) 2012, the fourth patient's crep result from the c701 analyzer was 44. The crep results from the c501 analyzer were 45 and 46. The jaffe results were 133 and 135. On (B)(6) 2012, the fifth patient's crep result from the c701 analyzer was 53. The crep result from the c501 analyzer was 112. The jaffe results were 260 and 257. On (B)(6) 2012, the sixth patient's crep result from the c701 analyzer was 44. The crep result from the c501 analyzer was 40. The jaffe results were 116 and 118. At 12 hours after administration on (B)(6) 2012, the seventh patient's crep results from the c501 analyzer were 94 and 95. The jaffe results were 157 and 154. Six hours after administration, the eight patient's crep results from the c501 analyzer were 59 and 56. The jaffe results were 147 and 153. It's unknown on what date these results were obtained. It is unknown if there were any adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in the (B)(6).

Manufacturer narrative:
The drug interference was tested using the creatinine plus and creatinine jaffe methods at the 1-fold and 2-fold maximum daily dosage and at the maximum plasma concentrations. For all tested concentrations, an interference was found for creatinine plus. At the 1-fold and 5-fold maximum daily dosage, the creatinine jaffe methods also showed interference. As these concentrations are so high, this interference can be neglected.